Manufacturer narrative:
No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified. Although requested, patient demographics not provided.

Event description:
It was reported that the tubing was primed with normal saline and the 0.25 micron low sorbing tubing distal to the filter was loose/falling off and leaked. Although requested, no further information was received.